Event description:
A non-healthcare professional reported that the system with thin flap and tore occurred when surgeon tried to lift it during surgery and the treatment procedure was changed to photo refractive kerectomy in right eye during lasik surgery. There are multiple related reports. This report addresses the patient db, right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During a service visit in regard to the reported treatment the field service engineer performed system verification and service and installation record. No parts were replaced. Device meets specification according to service and installation record. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Recent preventive maintenance program from field service engineer was done. No root cause for the customers reported event could be determined, since the reported product was found to be within specifications for the reported event. The manufacturer internal reference number is: (B)(4).